Event description:
During laparoscopic surgery the tip of the abc probe came off. Surgeon was able to retrieve the piece and device has been sequestered. A new device was used, and the case was able to be completed without further incident. Conmed abc handpiece probe, ref# (B)(4), lot# 202302014, expiration date- [redacted date].